Event description:
Customer initially called to report that she was experiencing high blood glucose leveles. She then stated that she was hopitalized due to low blood glucose leveles. Customer did not remember what led to the low blood glucose levels but her md believed that she may be sensitive to insulin. Troubleshooting was performed and pump passed testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.